Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and confirmed that the problem was caused by a loose guide sleeve in the scp centrifugal pump control panel. The loose guide sleeve was tightened to specification and a subsequent functional verification test was completed without further issue. The device was returned to service. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed adjustment encoder of the sorin centrifugal pump system with tubing clamp did not function properly post-procedure. There was no report of patient injury.